Event description:
It was reported that pump experienced malfunction alarm with malfunction 9 code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur after reset, was advised pump use could continue, and was instructed to call back if malfunction returned.